Event description:
It was reported that the patient suffered from a long-standing history of vague chronic pain prior to the catheterization procedure in august 2000. Following deployment of the angio-seal device, the patient continued to experience chronic pain at the insertion site. Approximately one and a half years, the patient presented to their physician who determined that the tamper tube from the angio-seal device had inadvertently been left in the patient's groin. Surgery was performed in 2002 to remove the tamper tube; no infection was noted. The physician reported that the patient's long-standing history of pain had prevented identifying the presence of the tamper tube.